Event description:
It was reported that during a gastric resection, the device delivered malformed staples and fired an incomplete staple line. It was not reported how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.